Manufacturer narrative:
Insulin pump was unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was 10.0mmol/l at the time of the incident. It was reported that the insulin pump had a long crack on the battery compartment. It was also reported that the insulin pump was neither dropped nor bumped. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.